Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device's self test shock option is not working. There was no patient involvement reported.

Event description:
The customer reported that the device's self test shock option is not working. There was no adverse patient impact reported.